Event description:
Procedure: transurethral resection/vaporization of the prostate. During the procedure the (B)(4) bipolar generator displayed error code, c21-1. The richard wolf sales representative on hand suggested changing out the electrode to ensure there was no issue with the product. There was no (B)(4) representative present to provide advisement on the generator. The doctor replaced the electrode, the alarm reset and the procedure continued. An error code again displayed, however, the doctor was able to conclude the procedure without any other issues noted. When the patient awoke he complained of pain on his posterior right thigh. An assessment revealed a 2x7x8 cm second degree thermal burn. Several instruments from richard wolf and a bipolar generator from (B)(4) were used in order to perform the procedure above. Original report submitted (B)(4) 2012, asked to separate devices into individual reports.

Manufacturer narrative:
The richard wolf instrument (device #2) submitted for investigation was inspected by our department managers (optics, electronics, mechanical assembly, urology, training and quality) at our facility and no issues were found. It was reported the richard wolf instrument (device #2) was examined by hospital biomed department after the procedure, and found to be in proper working order. Based on investigation findings and all the information received the root cause of the injury can not be determined. The results of our investigation revealed the richard wolf instrument worked as intended and based on these results could not be the cause of the burn. Labeling was reviewed and found to be adequate. Ie intended use, indications and field of use, preparation and cautions. Richard wolf considers this matter closed. However, in the event we receive additional information we will provide FDA with follow-up information. Also see following report for same event: 1418479-2012-00006 (device #1), 1418479-2012-00008 (device #3), 1418479-2012-00009 (device #4), 1418479-2012-00010 (device #5).